Event description:
Full thickness skin breakdown of upper lip (mustache area) where the middle part of the endothelial tube (ett) holder sits on the patient's skin. Patient intubated (B)(6), pressure injury identified (B)(6). Visual assessment of the product revealed no breakdown, foam was intact. Product used as intended.